Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. Stryker observed that the power supply cable was loosely seated and not properly secured. Secured power supply cable properly into the board. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined the root cause to be the loosely seated power supply cable.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.